Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. On 07/09/2024 around 1:02pm the patient received an alert from the mobile device saying that she was getting a low. The patient was nauseated, weak, and had a headache. The patient self-treated the symptomatic reading with carbohydrates and called the doctor. The doctor advised evaluation in the emergency department (ed). Paramedics were called. The paramedics took a fingerstick reading and the reading was 165 mg/dl while and dexcom was 65 mg/dl. The patient was given a medicine for nausea and headache. The patient was in the ed at the time of the call. The emergency room doctor reportedly said that the reading from dexcom was inaccurate. The patient underwent lab testing. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid when paramedic checked the patient. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.